Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; both runs for the samples in question were valid with expected kinetics and consistent controls. Pas concluded these samples were either low-target or contaminated during sample preparation as customer was running uncapped workflow. Hologic medical science liaison (msl) relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 277791 on panther fusion instrument sn (B)(4) which had two discrepant samples. During an internal study, both samples were negative on the panther fusion but positive on another panther.